Event description:
It was reported that a small volume infusor ruptured during filling. The device was being filled with 5fu. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the initial evaluation confirmed the reported condition. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection the bladder was identified to be ruptured in a non-footing position. The bladder had been microscopically inspected. If additional relevant information is obtained, then a follow-up report will be submitted.